Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device had an ECG and 12 lead failure yet it passed the op check. Later, a red x was displayed in the ready for use (rfu) indicator. There was no adverse patient impact.